Event description:
Reporter stated that in 2004, pt's family member went to wake pt and pt was seizing and foaming at the mouth. Paramedics were called, but prior to their arrival an unspecified amount of glucagon was delivered and the pt's blood glucose was checked (result=70 mg/dl). Paramedics treated pt with regular IV and oxygen, then took pt to the hosp (treatment received at hosp: regular IV and tylenol).